Manufacturer narrative:
Moderate to heavy calcification was observed in the cusp area of leaflets. The free margins of leaflets minimal to heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue was moderate at both the stent inflow and stent outflow. Leaflets exhibited some trears near the commisures. Calcification was observed near the regions of the tears. Thickened and swollen tissue was also observed on two of three leaflets and commissures. Wireform was exposed on the inflow aspect near leaflets. The wireform was distorted - damage likely due to explant. The reported clinical observation of stenosis and calcification was confirmed be device evaluation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events.

Event description:
The explanted device was received. See device evaluation summary.

Event description:
An edwards aortic bioprosthetic valve was explanted after an implant duration of approx. Seven years due to prosthetic aortic valve stenosis. Source documents reveal: "on inspection of the old bioposthetic valve, all the leaflets were calcified. There did appear to be decreased mobility of these leaflets." The explanted device was replaced with another edwards bioprosthetic valve. Patient is reported as stable.

Manufacturer narrative:
Additional manufacturer narrative - the valve was reported to have been explanted due to stenosis caused by calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device evaluation is in progress. Results of that evaluation will be reported when received.